Event description:
It was reported that the patient was having some ¿problems¿ with her battery. The patient woke up one morning and the area of the battery was red and hot like it was infected. However, the next day it wasn¿t, but about six inches up from the battery along the lead wire still was and continues to be sore. This issue started at the end of the week prior to report. On the date of report, the patient went into the managing healthcare professional¿s (hcp) office and met with the physician assistant (pa) about the issue. According to the patient they said, ¿well, we don¿t know call [the manufacturer].¿ the patient stated the hcp did not confirm if the patient had an infection or not. The patient had been referred to the doctor for ins replacement and would meet with him on the 7th for a consultation. The patient stated she had the spinal cord stimulator (scs) for 14 years and wondered if reported symptoms could be caused from the battery depleting. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7434a, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3987, serial # (B)(4), implanted: (B)(6) 1998, product type lead; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1998, product type programmer, patient; product ID 7496-90, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3987, serial # (B)(4), implanted: (B)(6) 1998, product type lead. (B)(4).